Event description:
Pt in nicu receiving gavage feedings. Presented on day 17 with persistent tachycardia, mottling, firm abdomen, shocky appearance, and fecal appearing gastric aspirate. Abdominal x-ray demonstrated free intraperitoneal air. Laparotomy w/closure of gastric perforation at greater curvature and abdominal irrigation done. Appeared to be soft silastic tube at area of perforation. Not clear whether or not tube was cause of perforation or just happened to find path of least resistance after perforation had occurred. Critically ill pt's condition continued to deteriorate. Expired about three weeks later. Post mortem exam revealed numerous severe pathologic conditions w/ terminal event noted to be severe uncontrollable gastroesophageal bleeding from many terminal superficial gastric stress ulcers & esophageal mucosal erosions. Uncontrollable bleeding related to dic. Surgical site was not source of terminal gastric bleeding. Etiology of the perforation could not be ascertained.